Event description:
The symptomatic patient was admitted to the emergency room after coding. The ventricular lead was r-wave undersensing. The patient received one therapy from the implantable cardioverter defibrillator (ICD) that broke the rhythm. External defibrillation was administered when tachycardia returned and the ICD did not shock. The patient did not receive appropriate high voltage therapy and passed away the following day.